Event description:
It was reported that (1) device was about to be used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd instrument was tested and the safety would not work. Another instrument was used to complete the case. There was no consequence to the pt.